Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The patient¿s medical history included interstitial cystitis for over 20 years. The indication for pump use was non-malignant pain. On (B)(6)2017 it was reported that the patient was having difficulties after surgery to fix a catheter blockage (see manufacturer¿s report # 3004209178-2017-26135) on (B)(6) 2017. The patient told her husband the pump might not be programmed correctly or something was wrong with the pump or catheter. She wanted to check the pump settings, but had not been given a telemetry strip when she was discharged after the surgery. After going in for a refill, she discovered that her bolus was removed and the daily dose settings had been changed significantly. So significantly that she was not able to go back to her original settings at once. She felt that changing someone¿s daily dose when you didn't know their history was not a great idea without consultation. She had been on the same treatment for over 15 years. She wanted to know why her daily dose was changed and the bolus was removed. Additional information was received from the patient on (B)(6) 2018 at which time she reported that she had surgery on (B)(6) 2018 because her ¿pain pump had a blockage¿; the surgeon ¿removed the obstruction¿; and again, she was not given a telemetry strip when she was discharged. No further complications have been reported as a result of this event.